Event description:
The patient programmer showed the 'call your doctor' icon and power on reset message. The reason for the power on reset was not reported. No patient symptoms were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Event description:
The patient was still having problems with the device system. He could not recharge successfully. The implantable neurostimulator was located in the patient's back. Surgery was not planned. The patient programmer had not been replaced. The patient had not seen his hcp about the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the event was attributed to the lead which had migrated due to positional issues. The patient lost coverage as a result of the forward (cephalad) lead migration. The patient refused to have a revision or explant of the system. Multiple reprogramming attempts were made which did not help. The hcp would be happy to do a revision or place a surgical lead if the patient agrees.

Event description:
Follow-up information received indicated that the patient had a revision (date not specified) which gave her better coverage. She seemed happy after the revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported in march of 2008. The patient began to lose some coverage from their device. It was determined using fluoroscopy and a CT scan that the patient¿s lead had moved to the top of t8. Reprogramming was performed on (B)(6) 2008 and the patient was satisfied with the outcome. Again on (B)(6) 2008 reprogramming was performed because the stimulator was ¿not working¿ and optimum coverage was achieved. On (B)(6) 2009 a lead revision was performed as well as the addition of a paddle lead due to the previous leads ¿failing¿. During the revision it was reported it was ¿more difficult than usual¿ due to multiple prior surgeries with marked fibrosis around the posterior spinal tissues. On (B)(6) 2010 and (B)(6) 2010 the patient reported again for reprogramming noting they had proper paresthesia in both of their lower extremities but it was not providing adequate coverage in their legs and low back. Any attempt to reprogram using the upper contact elicited intercostal stimulation but the patient had better coverage of the belt line and below.